Event description:
It was reported that micro ext set w/1 ss vlv tubing had air in the line. The following information was provided by the initial reporter: material no.: 10010983 lot no.: 20055744. It was reported that there was an occlusion within the tubing sets. Verbatim: I was trying to draw blood from my pt's PICC line. It flushed well. I was able to draw up my waste without difficulty. But then it started drawing up air into my 3ml syringe. It filled the entire t-piece with air. I did not want to flush the air into my patient so I left everything as it was and paged IV therapy to come assess the line immediately. When IV therapy nurse took down the dressing, there was no visible crack, hole or loose connection. The blue part of the PICC line (catheter) is filled with blood all the way up to the hub. She discarded the old t-piece and replaced with a new one that was flushed with saline. However, the line now would not flush or draw so she had to tpa the line.

Manufacturer narrative:
H.6. Investigation: one sample was returned by the customer. It was reported that there was an occlusion within the tubing sets. The returned y-site was examined for defects and abnormalities. No defects and abnormalities were observed. The y-site was connected to a 10 ml syringe and flushed with 5 ml of water. The y-site was flushed normally. The failure was unable to be replicated. A device history record review for model #10010983 lot #20055744 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)

Event description:
It was reported that micro ext set w/1 ss vlv tubing had air in the line. The following information was provided by the initial reporter: material no.: 10010983, lot no.: 20055744. It was reported that there was an occlusion withhin the tubing sets. Verbatim: I was trying to draw blood from my pt's PICC line. It flushed well. I was able to draw up my waste without difficulty. But then it started drawing up air into my 3ml syringe. It filled the entire t-piece with air. I did not want to flush the air into my patient so I left everything as it was and paged IV therapy to come assess the line immediately. When IV therapy nurse took down the dressing, there was no visible crack, hole or loose connection. The blue part of the PICC line (catheter) is filled with blood all the way up to the hub. She discarded the old t-piece and replaced with a new one that was flushed with saline. However, the line now would not flush or draw so she had to tpa the line.